Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine generator change for normal elective replacement indicator (eri). It was noted during the procedure that the physician experienced difficulty removing the right ventricular lead from the pacemaker header. It appeared that something in the opening of the set screw on the header did not allow insertion of the hex wrench to unscrew it and pull the lead out. The physician ended up cutting the device header open with a bone cutter to remove the lead. Extensive testing showed normal lead function. The lead was kept in service and the pacemaker was successfully replaced. The patient was stable and will be followed normally.